Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative and the patient. They reported that they never had their settings quite right for them. They had the implant for both bladder and bowel and they thought it should be better. They were redirected to follow up with the patient's health care provider (hcp). They stated their hcp just told them to talk to the manufacturing representative (rep) but noted they had their yearly appointment next month with the hcp. Reviewed device description/function as well as therapy expectations and programming, stimulation and battery longevity considerations with the caller and patient. Caller stated that the patient had kept a record and it showed the patient's stimulation levels were higher than 1.0 ma in the past. Caller saw the patient had been at 2.0 ma and over 3.0 ma at time. They stated they had gone up high in the past because they had a hard time determining if they were really feeling the stimulation or not. They stated they thought they were getting at least a 50% or greater reduction in their symptoms they supposed but they were hoping for better. They will reach out to their hcp to request a rep to be at their appointment to discuss their programming options.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their symptoms haven't been as good/therapy hasn't been as effective since they got an MRI which was right before christmas, 2023. The patient stated their memory was getting bad and that they forgot they even had the ins at times, they never brought their programmer with them when they went anywhere and that they didn't even have the programmer when they went to do the MRI. The patient stated they did not activate MRI mode and the technician "looked at things" and said "that should be ok" and did the scan anyways. The patient stated they didn't know to put the ins in MRI mode. They also stated theydidn't know to turn off their ins when walking through security at the airport and that they'd done that as well but made no allegations about anything happening after walking through the airport security scanners. Patient's initial reason for call had been to inquire about programming because they had no idea how to do any programming or adjustments and that they'd seen their managing health care provider (hcp) prior to what happened with the MRI and the hcp had told them to call manufacturer to discuss programming. The patient stated because their symptoms weren't as good now since the MRI, and they kept increasing their stimulation to where they felt it in their leg and down into their foot. They stated it was annoying but that at least it helped their symptoms at a higher level. The patient stated otherwise that program wasn't taking care of their problem. Patient services suggested to the patient that their stimulation was too high and suggested turning the stimulation down. Patient services reviewed device description function, therapy expectations as well as programming and stimulation considerations with the patient, and redirected the patient to follow up with their managing health care provider (hcp) and the hcp could page a rep to come to an appointment to discuss potential program considerations and to check the implanted system since the patient's MRI scan because the patient was unsure about what program to try next. MRI and general emi considerations were also reviewed with the patient. Patient stated they were worried their memory was getting so bad they would forget to tell anyone they had the device. Patient services reviewed life alert bracelets and provided the patient with web addresses for purchasing one at the patient's request and redirected the patient to their managing health care provider (hcp). Patient stated they would look into getting a life alert bracelet and follow up with their health care provider (hcp). Documented reported event. No further action was taken by patient services. Please note this patient was difficult to follow at times and patient services did their best to document the reported information.